Event description:
It was reported that the ilet user experienced hyperglycemia and administered a manual subcutaneous insulin pen injection without disconnecting the ilet, after which glucose returned to range. This represented an improper method and was off-label use. Symptoms included hyperglycemia peaking at 326 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to injecting outside insulin while connected to the ilet, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.